Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the caller stated the patient's husband was attempting to increase settings and noticed an orange alert appear on the handset, maximum settings. Caller reported that the patient denied any falls or trauma. Caller stated the communication on the handset took a little longer than normal when attempting to connect to the implant today. Caller reported that, at stage 2 implant, patient was set to program 4 at 1.6ma. Caller noted patient has gradually increased the stimulation to 2.2ma for symptom improvement. Caller reported they had the patient try two different programs and both show maximum settings. Caller reported that the patient increased from 0.3 to 2.3ma and saw maximum settings on the handset, but then defaulted to 0.3ma. Agent reviewed error message and suggested patient be seen in office and check impedance. Additional information was received from the manufacturer representative (rep).the rep reported that they met with the patient and tested impedance and it showed: 0 electrode with 1 was <(><<)>50 ohms and the rest were >4k ohms, 1 electrode with 0 was <(><<)>50 ohms and the rest were >4k ohms, electrode 2 and three had everything greater than 4k ohms. Rep said stimulation couldn't be increased beyond 0.3 ma. Originally patient went home with stimulation just above 1 ma but eventually increased stimulation to 2.2 ma, but then encountered issue with not being able to increase stimulation. Patient wasn't aware of any traumatic even that might have caused the system issue. Rep to recommend revision, and perhaps x-ray to check on status of the lead. The rep called back to notify patient services that there was a lead revision scheduled for (B)(6) 2022.